Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00x32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent catheter broke about 35cm from the hub. The device was completely removed from the patient's body through a guidezilla extension guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.